Manufacturer narrative:
In voluntary report #mw5119219 reported information is very laconic, with no specific details about the implant itself, its type, nor any identifying information about the doctor reporting or the patient involved. The report indicates only general details: therefore, the root cause of this event cannot be determined. We sent the answer for this report on (B)(6) 2023. Mistakenly to the test system instead of the production account. We corrected our reporting process to avoid recurring of this mistake. Now we know how to send reports.

Event description:
A voluntary report was received with report number mw5119219. 1. Description of event : infection, mobility, pain, bone loss, implant fracture, sinus penetration. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). 2. The implant date - (B)(6), 2022 and explant date -(B)(6) 2023. No further information such as implant type or lot was provided.